Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during preparation for impella support in the catheterization laboratory, the incorrect device was opened due to a misunderstanding of the physician¿s request. A 23 french introducer was placed into the right femoral artery in preparation for use with an impella rp flex device. Prior to advancement of the impella rp flex catheter, the physician identified that the incorrect device had been opened. The impella rp flex was not advanced into the patient, and the procedure was adjusted. The impella rp flex device was removed, and an impella cp device was subsequently placed using the previously inserted introducer. No signs or symptoms of patient injury or patient harm were reported in association with this event.